Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain, urinary problems and incontinence, mesh erosion, bowel problems, vaginal and bladder scarring, infection, bleeding and dyspareunia. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.